Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The investigation showed that the problem was caused by a hardware failure. Although the log file from the time of the incident was not available and could not be evaluated, experts believe that the problem was due to a defect in the image acquisition system (ias). This is supported by the fact that after replacing the ias pc and the solid state disk (ssd) of the same, the system worked as intended again. The affected ias bb3.5 pc and the ssd has been exchanged by the local service organization and the error has not been reported again. The database was examined with regard to the underlying defect and spare parts consumption. Neither an error accumulation nor a systematic error could be detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee ceiling system. During an emergency procedure, the user reports no acquisition possible. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.